Event description:
Upon arrival of the respiratory therapist (rt), the rn stated she took the bipap off and placed the patient on a nasal cannula. The patient was short of breath and requesting more flow. The respiratory therapist placed the patient back on the bipap when she noticed none of the buttons were functioning. She could not see what the settings were or what the patient was receiving. The rt tried to turn the bipap off and back on when it failed. The bipap would not turn back on. The rt placed the patient on a mask treatment until she was able to exchange the bipap.